Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was received from a health care provider requesting to speak with a supervisor. Without providing any customer information, the doctor stated that a representative has caused a customer's death. The caller indicated that he has already spoken to the legal department of medtronic. He stated that he took up to fifteen (15) patients off of medtronic insulin pump due to our unreliability. The caller did not provide their name or contact information. They did not provide any patient names, specific date or cause of death, or any other details. The caller did not want to be transferred because they did not want to be placed on a long hold.